Manufacturer narrative:
Event took place in (B)(6). Device has not yet been sent back for evaluation. Information is poor. Follow up report will be sent as soon as further information / device evaluation is available. Device not sent back for evaluation.

Event description:
(B)(4). Summarizing translation from initial reporter's narrative: upon lumbar puncture, the needle had to be adjusted 2 times due to bone contact. Upon removal for reinsertion, the needle broke apart. Fragment had to be retrieved with tweezers. Lp has been conducted afterwards using another needle.

Manufacturer narrative:
We consider this file as closed.

Event description:
Internal report number: (B)(4). Summarizing translation from initial reporter's narrative: upon lumbar puncture the needle had to be adjusted 2 times due to bone contact. Upon removal for reinsertion the needle broke apart. Fragment had to be retrieved with tweezers. Lp has been constructed afterwards using another needle.